Event description:
This is a report by a physician from (B)(4) of marginal reduced general condition and sterile peritonitis in a patient ((B)(6)) coincident with extraneal viaflex therapy. In (B)(6) 2010, the patient began treatment with extraneal viaflex (daily, dose and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient developed abdominal pain, marginal reduced general condition, and cloudy effluent. The reporting physician classified these events as sterile peritonitis. On (B)(6) 2010, the patient began remedial treatment with ip fortum (1g, frequency not reported) and ip cefazolin (1g, frequency not reported). On (B)(6) 2010, the patient recovered from the cloudy effluent. On (B)(6) 2010, remedial therapy with fortum and cefazolin was stopped. On (B)(6) 2010, extraneal viaflex was discontinued and replaced by fresenius stay-safe balance. On an unreported date, the patient recovered from the marginal reduced general condition and sterile peritonitis. Medical history was not reported. The physician believed the marginal reduced general condition and sterile peritonitis were possibly related to extraneal viaflex therapy. Additional information had not been received at the time of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.